Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported that the patient had numbness/tingling in the face and arm and that the patient needed an MRI to rule out stroke. It was stated the reported symptoms began within the last few weeks. No further symptoms or complications were reported. No further information was able to be obtained in follow-up.